Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to out-of-range shock impedance measurements greater than 125 ohms. Additional information received indicated that the event cause was not determined; connections were tested during the lead revision procedure and appeared fine. No additional adverse patient effects were reported.